Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 1.6, lab: 5.0. Therapeutic range: 2-3. Pt went to the ER for head aches on (B)(6) 2013 due to sinus infection. Nurse also reports pt was experiencing nose bleeds (unk if related to infection).

Manufacturer narrative:
Investigation pending.